Event description:
It was reported, "described on case report form as "operative site event: excessive hip pain." The event occurred post-op, is device related, but did not meet the criteria of serious. It was treated with bone growth stimulator in 2008, bone scan was ordered four months later, and psoas tendon injection under fluoro two times (2008). It was also notes that the event is "possibly due to slow bone in-growth. Bone scan was ordered since bone growth stimulator and injections did not help with pain".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.